Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported communication failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.7. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that while attempting to activate a new pod while attending an event on january 15, 2026, she received a communication error that prevented activation. As a result, she was without insulin for approximately one hour after her active pod expired. She observed rising glucose levels on her dexcom application, although the exact value was not provided. The patient sought medical attention from on-site medical staff and was diagnosed with high blood glucose. She reported that she did not experience physical symptoms prior to seeking care. Treatment included administration of fast-acting insulin. The patient was assisted for approximately 15 minutes. Upon returning home, she successfully activated a new pod, after which her glucose levels returned to normal.